Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with mentor smooth round moderate profile 300cc and experienced bilateral breast pain and device migration. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 10/21/2020, it was reported to mentor that the patient has experienced a capsular contracture baker grade IV, the side is unknown. The right side was used as a default to report a capsular contracture. Follow up is in progress. Once more information is available, a supplemental report will be submitted. The date of removal will be (B)(6) 2020. Reason for device explant and/or reoperation: capsular contracture. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review on (B)(6) 2020, it was decided to remove device migration codes to better report this event. Manufacturer¿s reference number: (B)(4).